Manufacturer narrative:
(B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was returned for analysis. The alleged out-of-range was confirmed. The lead failed functional testing; electrodes number 3 and 4 were confirmed to be oor. Closer inspection of the lead under a lab microscope revealed 2 rounded, fractured coils approximately 2 inches below the distal electrode #4. No other damages or anomalies were observed throughout the lead. H6 updated.

Event description:
It was reported that the patient underwent revision surgery to replace the left lead due to out-of-range/ high impedance failure. The lead was removed, and a new lead was implanted without complications. The patient previously reported that she was inconsistently able to run the device, and that it occasionally turns on but then stops. There was no report of patient harm or injury. The clinical specialist troubleshot the device at that time and confirmed out-of-range/high-impedance readings on two electrodes in the left lead. The left lead is still functional, and the device was reprogrammed with the remaining working electrodes; the patient was able to run bilateral stimulation.

Manufacturer narrative:
Mml# c-01476.

Event description:
It was reported that the patient underwent revision surgery to replace the left lead due to out-of-range/ high impedance failure. The lead was removed, and a new lead was implanted without complications. The patient previously reported that she was inconsistently able to run the device, and that it occasionally turns on but then stops. There was no report of patient harm or injury. The clinical specialist troubleshot the device at that time and confirmed out-of-range/high-impedance readings on two electrodes in the left lead. The left lead is still functional, and the device was reprogrammed with the remaining working electrodes; the patient was able to run bilateral stimulation.